Manufacturer narrative:
Follow-up #1: date of submission: 11/08/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 10/15/2016 with the following findings: a review of the pump¿s black box showed loss of prime warnings with zero force. During testing, the pump successfully completed the rewind, load cartridge, and prime steps with no warnings or alarms occurring. The pump was exercised for 24 hours with no loss of prime occurring. The force sensor calibration was found to be within required specification. The pump performed within required specifications. The prime issue was not duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (unable to prime) issue. There was no indication that the product caused or contributed to an adverse event. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.